Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7 h3, h6: part: 03.010.523 synthes lot: l814076 manufacturing site: bettlach release to warehouse date: august 03, 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded was received at us customer quality (cq). Visual inspection of the received device showed the threaded distal tip broken and the broken tip of the driving cap was stuck in the mating device radiolucent insertion handle frn. The device had surface scratches along the shaft but has no impact on the functionality of the device. No other issues were identified with the device. Dimensional inspection: drawing: driving cap dimensional tolerances measured dimensions: groove ø = conforming shaft ø = conforming document/specification review: the following current and manufactured revisions were reviewed:: connector for insertion handle: (current/manufactured) dimensional tolerances no design issues or discrepancies were identified. Conclusion: the complaint condition was confirmed for the driving cap/threaded. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, d9.

Event description:
It was reported that on an unknown date, during a procedure, the driving cap broke in insertion handle. There was no surgical delay. No patient harm. Procedure status is unknown. This complaint involves (2) devices. This report is for (1) driving cap/threaded. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.